Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that used for a patient transferred from the emergency department to the ward. After four hours, only 100 ml of urine had been drained; upon checking the diaper, a large amount of urine was found to have leaked. When checking the fixed water level, it had not dropped at all. Upon removal, the balloon was found to have ruptured.